Event description:
The following information was received by baxter global pharmacovigilance (gpv) and is a report from two nurses (rn) in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced peritonitis. Treatment rendered was not reported. Concomitant medication was not reported. On (B)(4) 2012, follow up information was received by gpv from an rn. The rn stated that the patient gets infections (unspecified) quite frequently due to the mom allowing the patient to swim in inappropriate places. The nurse stated this is not a baxter error. On (B)(4) 2012, more follow up information was received from another rn as follows. The rn confirmed the peritonitis event and the peritonitis start date of (B)(6) 2011. The rn reported the patient was hospitalized for the peritonitis (hospitalization dates not available). The rn reported the pd catheter was removed during hospitalization. The pd catheter was re-inserted at a later date (date unknown) and the patient was switched back to pd (date unknown). The cause of peritonitis was unknown. The rn reported " the patient was getting infections frequently (unspecified) and the organism was different each time (unspecified)." The rn added that the previous statement of, "mom allows the patient to swim in inappropriate places? May be true because the parents do not follow instructions regarding the patient's pd." The rn confirmed pd re-training was done. The rn reported the patient has recovered from the peritonitis (date unspecified). The rn stated that the event was not related to a baxter device or dianeal therapy. The rn declined to provide any further information.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by the patient described as the patient was swimming in inappropriate places. No assignable cause was determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.